Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away sometime in (B)(6), in a hospital. The caller stated that the customer was in the hospital the dame day of passing, only for that one day. The caller stated that the cause of death is unknown. The caller stated that the customer fell over that morning and passed out. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer was wearing the insulin pump at the time of death and the customer did not use sensors. The caller stated that they no longer have the customer's insulin pump. The caller stated that they were tired and did not want to answer any more questions.